Manufacturer narrative:
H.10: through follow up communication, livanova learned that the device was cleaned regularly as per the instruction for use and that it was placed inside the operation theater during use with the fan directed opposite to the patient. The estimated distance between the surgery field and the device is 2-3 meters. Through follow up communication livanova learned that water test results performed afterwards were found negative and device was no longer contaminated. A correction of the description of the event has been provided in the dedicated b.5 section.

Event description:
Livanova deutschland received a report that a heater-cooler system3t device was found to be contaminated with "mycobacterium spp". A laboratory report stating environmental mycobacteria has been provided to livanova. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system3t device was found to be contaminated with mycobacterium chimaera. A laboratory report stating environmental mycobacteria has been provided to livanova. There is no known patient involvement